Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013, clinic notes were received dated (B)(6) 2013 which indicate that the patient is scheduled for a vns battery replacement due to end of service. System diagnostics indicate high lead impedance was observed. Follow up with the site found that the vns device was not programmed off to 0ma following the observation of the high impedance. No x-rays were performed. There was no history of patient manipulation or trauma which may have caused or contributed to the high impedance event, per the physician. However, clinic notes indicate that the patient had three falls. No additional information was provided. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Although surgery is likely, it has not occurred to date.